Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [2.5 mg/ml] at a dose of 1.0006 mg/day and dilaudid [40.0 mg/ml] at a dose of 16.010 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had the pump filled two times since (B)(6) 2017. After the first fill in (B)(6) 2017, later that night, the patient got light headed and dizzy. The patient went to the emergency room (ER) because they were nauseous and got dry heaves. The patient also had pain in their left shoulder and left arm and it was noted that the doctor did give the patient a pain shot for their pain. It was stated that the patient¿s arm was ¿not working as good¿ for a while after that episode. On (B)(6) 2017 at the patient¿s second refill the patient was having the same symptoms as in (B)(6) 2017 and the patient could not walk without holding onto something. It was also noted that at the refill on (B)(6) 2017 ¿2 valves full of bloody fluid¿ were pulled out of the ¿pocket side¿ and the doctor said it should not be there and it should have been absorbed by the body, per the consumer. It was indicated that the consumer was concerned that there was drug leaking out into the patient¿s body making them have these symptoms. No interventions were mentioned. The consumer was going to contact the doctor regarding symptoms and request to have the pump and catheter checked. No further complications were reported or anticipated.